Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks and jawline with an unspecified juvéderm®. The patient experienced a ¿huge knot¿ in their jaw that was ¿harder¿ and ¿swelled more than expected.¿ the patient was assured by the injector that it would go away. The patient reported not being able to sleep from ¿worrying.¿ event is ongoing.